Event description:
(B)(4). Who you are: consumer. Incident: I purchased a model, model tc-cw incubator from (B)(6), located in (B)(6) description: the quality of this product is so poor that it presents a safety hazard after arrival via normal shipping. The circuity of the product appears to be attached improperly which means that the product is too fragile for normal conditions of use. The unit I purchased arrived with visibly broken wires, yet was still able to power on and be partially functional. As these electronics are housed in a metal enclosure, there is a high potential for receiving a shock, though fortunately I suffered no injury. Incident date: (B)(6) 2012, this is an estimate. (B)(6).